Event description:
Repair of attachment requested, with report that attachment foot was detached. No patient impact was reported. No additional information was available despite repeated follow up attempts. The device has not been returned for evaluation and repair. Medwatch report is being filed due to potential for this type of attachment damage to result in patient injury.

Manufacturer narrative:
Findings: the device has not been returned for evaluation. Review of the device history record indicates the attachment has been in the field for approximately 35 months without repair. The preventive maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. In any case, the maintenance interval should not exceed 24 months. There is no record of factory service for this device during the previous 35 months. Further, the user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."